Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 impella 5.5with smartassist for use during cardiogenic shock; section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported that after impella 5.5 was implanted a transthoracic echocardiogram done at bedside showed the impella was deep at 7cm and so it was pulled back to 5.7 cm. The next day the patient exhibited sinus arrhythmia. The patient remained tachycardic for most of the time on 5.5 support. On day eight of impella support the purge side arm was leaking small amount of purge fluid. No change was seen in the purge flows to pressure. The team monitored the purge flows and pressure until the patient had a transplant on day 11 of impella support.